Manufacturer narrative:
Incident meets reporting criteria of an FDA MDR report based on the reporting precedence for this device family for 'deployment issue resulting in exposed stent removed from patient with the delivery system' regardless of patient outcome. The complaint was reported as follows: delivery system jammed stent was not deployed. The delivery system jammed as the stent was being opened. It would not open or close the stent, so the stent was pulled out on the delivery system in a slightly opened position and another stent was used. Lab evaluation is pending, therefore component involved in this complaint has not been identified. Customer complaint has been confirmed based on the customers¿ testimony. Definitive root cause has not been determined. Prior to distribution all evo-22-27-12-d devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records for the complaint lot and associated sub-assembly lots revealed no discrepancies related to this complaint issue. As per production procedures for ¿duodenal/colonic stent loading¿ the mtm is required to ¿deploy the stent approximately 50% using manual loading aid and inspect.¿ as per production procedure, following assembly of the handle, the mtm is instructed to test the handle using the handle assembly press. Screen must display pass result at the end of the test before product can progress to next stage. Also as per internal final quality control procedure, the mtm is instructed to ¿actuate the handle completely in both directions for the entire range of travel. The actuation should be smooth and consistent. At one point during the test (approximately at the point of no return), actuate the change of direction button and actuate trigger to ensure direction changes. Note the ease of actuation of button ensure that both buttons are depressing fully and engaging properly.¿ as per the instructions for use, ¿notes¿ section: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use. From the information provided, the patient did not experience any adverse effects due to this occurrence and did not require any additional procedures. Another stent was placed. Complaints of this nature will continue to be monitored for potential emerging trends. Incident meets reporting criteria of an FDA MDR report based on the reporting precedence for this device family for 'deployment issue resulting in exposed stent removed from patient with the delivery system' regardless of patient outcome. The complaint was reported as follows: delivery system jammed stent was not deployed. The delivery system jammed as the stent was being opened. It would not open or close the stent, so the stent was pulled out on the delivery system in a slightly opened position and another stent was used. Lab evaluation is pending, therefore component involved in this complaint has not been identified. Customer complaint has been confirmed based on the customers¿ testimony. Definitive root cause has not been determined. Prior to distribution all evo-22-27-12-d devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records for the complaint lot and associated sub-assembly lots revealed no discrepancies related to this complaint issue. As per production procedures for ¿duodenal/colonic stent loading¿ the mtm is required to ¿deploy the stent approximately 50% using manual loading aid and inspect.¿ as per production procedure, following assembly of the handle, the mtm is instructed to test the handle using the handle assembly press. Screen must display pass result at the end of the test before product can progress to next stage. Also as per internal final quality control procedure, the mtm is instructed to ¿actuate the handle completely in both directions for the entire range of travel. The actuation should be smooth and consistent. At one point during the test (approximately at the point of no return), actuate the change of direction button and actuate trigger to ensure direction changes. Note the ease of actuation of button ensure that both buttons are depressing fully and engaging properly.¿ as per the instructions for use, ¿notes¿ section: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use. From the information provided, the patient did not experience any adverse effects due to this occurrence and did not require any additional procedures. Another stent was placed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The delivery system jammed as the stent was being opened it would not open or close the stent. The stent was pulled out of the delivery system in a slightly opened position and another stent was used

Manufacturer narrative:
Incident meets reporting criteria of an MDR report based on the reporting precedence for this device family for 'deployment issue resulting in exposed stent removed from patient with the delivery system' regardless of patient outcome. This complaint is related to 1 x evo-22-27-12-d device of lot# c1087817. One x evo-22-27-12-d device of lot c1087817 was returned for evaluation. Upon evaluation of the returned device it was observed that the stent was partially exposed. The cirl research & development engineer commented that it was rough and curved near the yellow marker. There was a bend near the yellow marker causing it to jam up against the flexor. The cirl research & development engineer actuated the handle but there was no deployment or movement of the stent. The device was dismantled and it was noted that the flexor had snapped at the shuttle cap. There was no issues noted with the stent when it was deployed manually. The cirl research & development engineer commented that the flexor was stretched near the handle which would have caused tension. It was observed that the inner peak had a bend/kink. There was a bend on the lockwire also. There were slivers of ptfe inside the flexor upon closer examination. The customer complaint was confirmed as the flexor was broken within the handle. A possible cause of this damage occurring may have been that it was a tortuous anatomy. Another possible cause could be that there was massive pressure and force may have been applied when attempting to deploy the stent. A further possible cause may be stretching because it was the flexor that broke. However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. Prior to distribution, all evo-22-27-12-d devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for this evolution device of lot c1087817 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to include the device evaluation and investigation conclusions. Initial complaint description: the delivery system jammed as the stent was being opened it would not open or close the stent so the stent was pulled out on the delivery system in a slightly opened position and another stent was used.